Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure, it was noticed the patients right ventricular (rv) lead exhibited high impedance levels. A potential lead fracture is suspected. The physician chose to cap and replace the lead. No patient complications have been reported as a result of this event.